Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the bile duct during a common bile duct stone removal procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician felt difficulty in handling the device. The basket was removed from the patient and upon testing, the tip of the basket was found to be missing. The physician ¿believes the tip detached outside the patient.¿ the hypotube was also noted to be kinked. No information was provided regarding how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of tip detached prematurely. Reported event of hypotube kinked although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found residue present on the device indicating use/ handling and the tip of the basket was detached and not returned. The basket wires were retracted into the distal end of the coil assembly. The handle cannula was bent upward and broken from compressive force applied to the handle during use. Side car rx (guidewire lumen) pushback was noted and was within specification. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the handle cannula was broken and the tip detached. The tip was detached and the basket wires were retracted into the coil assembly. The device is designed so that the basket tip detaches if the stone cannot be crushed. It is unknown if the basket tip received force greater than 50 lb prior to tip detachment. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the bile duct during a common bile duct stone removal procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician felt difficulty in handling the device. The basket was removed from the patient and upon testing, the tip of the basket was found to be missing. The physician ¿believes the tip detached outside the patient.¿ the hypotube was also noted to be kinked. No information was provided regarding how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.